Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C51060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and pelvic pain ('pain') in an adult female patient who had essure (batch no. C51060) inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage and pelvic pain. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. The previously added event genital haemorrhage has been downgraded to non-serious event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.